Event description:
It was reported that after the patient's generator and lead were replaced, they experienced extreme asystole with a bradycardia rhythm of 8 which progressed to a brief flatline during system diagnostics. The cardiac event was treated with anesthesia. The surgeon lowered the settings and performed another system diagnostic test and the patient tolerated this better, so the surgeon increased the settings a bit and the patient presented with some bradycardia so then the pulse width was lowered. The patient tolerated these settings better with no bradycardia. No other relevant information has been received to date.

Manufacturer narrative:
H6 evaluation codes; corrected data: initial report inadvertently listed the incorrect codes.